Manufacturer narrative:
Evaluation: the device is currently being evaluated; the manufacturer will file a follow-up report detailing the results of the evaluation, once it is completed.

Event description:
Information was received that reported a patient was hospitalized in 2007 due to hyperglycemia. It was reported that two days earlier, the patient returned home after traveling for a week without her parents. When she returned home, she had high blood glucose and ketones. Two days later, she was brought to the hospital where she was diagnosed with hyperglycemia and placed on IV fluids and insulin. The reporter examined the device history log and found multiple conspicuous incidents where the date and time were altered on the device. He also found that during the time away from home there were days where no insulin was delivered as there were multiple missed meal bolus alerts acknowledged, and no meal bolus given, and meal bolus programmed, and then cancelled before delivery began. The device will be returned for evaluation; to ensure that it is functioning correctly, and did not contribute to the reported incidence.